Event description:
Related manufacturer reference number: 2017865-2021-38285. It was reported that the patient presented to the clinic remotely for a follow-up on (B)(6) 2021 with non-sustained right ventricular oversensing (nsrvo) episodes. Review of the transmission revealed that they were caused by noise and dislodgement of right ventricular (rv) lead and right atrial (ra) lead. There was loss of capture on both ra and rv leads as the evoked responses were delayed. Chest x ray was performed on (B)(6) 2021 which confirmed ra and rv lead dislodgement. The ra lead also had low p wave amplitude. No programming changes were made to the lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, noise and loss of capture. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. The reported events of noise and loss of capture were not confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification.

Event description:
New information received notes the right atrial lead and the right ventricular lead were explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
Additional information: b1, b2, b5, d6b, h1, h2, h6.